Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open after the device was fired on the blood vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation the analysis results found that the device was received with the jaws broken at bifurcation and with excessive dried body fluids. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device evidences of corrosion on the break area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.